Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged as drive support cap was crooked. It was also reported that the customer was hospitalized due to high blood glucose of 486 mg/dl. Customer had symptoms like nausea, abdominal pain and thirst. Customer¿s blood glucose at time of incident was 280 mg/dl. The customer's blood glucose was 307 mg/dl at the time of call. It was reported that they were treated during the hospitalization. Customer was wearing pump during hospitalization. The customer's blood glucose was 374 mg/dl at the end of call. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.